Event description:
During an in-person interview, the participant accidentally stuck himself with the ozempic needle (device #(B)(4)) while in the process of removing the needle from the pen. I immediately called the nurse to come over and she disinfected the injury and put a band-aid on it. The participant stated he was fine and proceeded with the interview. Once the interview was complete, I confirmed again whether the participant was okay and he responded that he was fine.